Manufacturer narrative:
Additional investigation results: initial findings were confirmed. The "white sticky material" mentioned in the complaint is krytox, and it appears nominal and not excessive.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, a white sticky material oozed out of the jointed component. The sticky material was removed by the surgeon from the abdominal cavity. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when inspecting the instrument, they observed the white substance yet opted to continue using the instrument. Once the material oozed out into the patient, they were able to retrieve the whole thing. No injury to the patient. They used a backup vessel sealer and completed the procedure robotically.

Manufacturer narrative:
Intuitive has received the vessel sealer extend (vse) instrument associated with this complaint and completed investigations. Failure analysis found the primary finding of expected condition to be related to the customer reported complaint. The part was returned with reported complaint that does not affect functionality. The white substance located at the distal end of the instrument has previously been identified by manufacturing as krytox lubricant. No damage found. No product issue was identified.